Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system was presented with symptoms of fluttering and pre-syncope. It was reported that one week prior, the device delivered therapy, the patient entered cardiac arrest and passed out for approximately three to four minutes. Device memory was remotely reviewed and short runs of atrial fibrillation (af) with rapid ventricular response (rvr) or supraventricular tachycardia (svt) were observed, with an increased heart rate. Short runs of tachycardia just below the rate cutoff (rco) were observed. The aforementioned shock had been delivered on ventricular fibrillation (vf) zone, however, detailed review of the episode was not available. Technical services discussed recommendations for review. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.